Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: examination of the returned device confirms the reported implant wear. Superior asymmetric positioning of the femoral head within the acetabulum suggest polyethylene wear. Eds analysis identified elevated levels of cr, mo and o (possibly oxidized taper corrosion products). Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision procedure due to osteolysis and wear of the poly liner. The modular head and poly liner were revised. The femoral stem was not revised and was found to be well ingrown. However, examination of the returned femoral head device taper identified in-vivo implant corrosion deposits possibly from the femoral stem.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Upon initial inspection of the device, dark debris and taper corrosion were noted. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown hg 1 liner 28 ID, unknown femoral stem, unknown acetabular cup, all catalog#'s: ni lot#'s: ni.

Event description:
It was reported patient underwent hip revision procedure due to osteolysis and wear of the poly liner. The modular head and poly liner were revised.